Event description:
The MFR received info alleging a ventilator fails to charge its internal battery. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval. The device's internal battery and power mgmt board were replaced to address the issue.